Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead dislodgement that resulted in increased and unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.